Event description:
The customer biomedical engineer (biomed) reported that invasive blood pressure (ibp) was not alarming correctly and were delayed on their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.